Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog # unknown nexgen articular surface, knee prosthesis, lot # unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's femoral component and articular surface were revised due to pain.